Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all the inspection criteria during the pre-repair diagnostic assessment. During assessment , it was observed that the plastic shaft of the drill bit was damaged. It was further observed that the plastic shaft had melted during milling, resulting in the smoke coming out of the device while operating. It was determined that fused traces of plastics were deposited on the coupling side of the drill bit. It was determined that the drill bit was blunt, therefore, it was not possible to drill anymore. It was further determined that the drill was heavily blunt. It was determined that the drill was wrongly operated. It was determined that improper handling was the cause for the failure to occur. The assignable root cause was determined to be traced to user, which is user error/ improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that at the time of milling, smoke began to come out of the mark on the drill bit device. It was further reported that the device had marks of melted plastic due to heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.